Event description:
It was reported that the customer experienced a continuous elevated blood glucose (bg) level of 550 mg/dl; cause was not known. Manual insulin injections were used to address bg. Reportedly, the pump supplies were changed to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.